Manufacturer narrative:
The device is not available for return and evaluation because it remains implanted after a valve-in-valve procedure. Therefore, the condition of the device remains unknown. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which can occur as a result of stenosis (from calcification or host tissue overgrowth). Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, information regarding this valve replacement was received through our implant patient registry process and subsequent attempts to get additional information regarding the condition of the device have indicated that it was calcified. However, without return of the device for evaluation, we are unable to confirm the clinical report of stenosis due to calcification.

Event description:
Edwards learned through its implant patient registry that a 25 mm aortic valve was replaced in a valve-in-valve procedure due to severe aortic stenosis. The implant duration of the original device at the time of the procedure was approximately ten (10) years and two (2) months. Both devices remain implanted. The patient at time of reporting is listed as hospitalized, stable. Clinical report provided: (B)(6) male presented for 26 mm viv with left sided percutaneous access. Patient history includes CABG x2, an avr in 2004 with 25 mm aortic valve now showing heavy calcification. Pre-op measurements show an annulus 23 mm, stj 31 mm, sinuses 35 mm, as well as trace pvl. Percutaneous access was performed on left side. The 18fr e-sheath was advanced without difficulty. The bav was omitted. The 26 nova flex+ was prepped with nominal volume, advanced, and aligned in the descending aorta. The bioprosthetic valve was crossed without difficulty. The valve was positioned and deployed in alignment with the top bioprosthetic posts under rvp. Post deployment tee noted the pre-existing trace pvl without additional leaks. The nova flex+ system and e-sheath were removed without difficulty. Lfa was closed with indwelling proglides. Runoff angio was performed and brisk flow was noted. Patient was transferred in stable condition.